Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified evidence of fluid intrusion on the processor printed circuit board (pcb), input output (I/o) pcb, and backflex which may be associated with the blank display. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no display which was observed at device power up as a white screen. This condition was found to be caused by corrosion on the processor pcb, I/o pcb and bacflex due to fluid intrusion. The device was determined to irreparable due to the damaged components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display. There was no patient involvement. No additional information is available.